Event description:
Rptr was asked to participate in a research experiment involving a continuous MRI on brain while rptr was resting and performing tasks in the MRI machine. Immediately afterward rptr experienced severe headaches, dizziness or some similar state, perceptual disorientation, difficulty in thinking clearly, and an inability to return to a normal state. This occurred 7 1/2 weeks ago, and while there has been some improvement the condition is far from gone. The researchers have been doing this for some time and results seem to be rare with them and other researchers they have contacted. Rptr's brain has worked fine for years, and the chances that something entirely different went wrong with it at the exact hr and a half they were in the machine are statistically very low, about 0.0001 percent for just one year. In addition to rptr's immediate and long-term health concerns this raises a number of questions. The researchers have sent info about the MRI stating that it was under FDA limits. Are the FDA limits too high for some people when they are left in an MRI machine for extended periods of time? Is the info the researchers reported accurate? Did the machine perform as it was supposed to, or did it malfunction? Did the researcher's program, which stalled a number of times, malfunction? Are there any other people who have experienced similar brain problems from an MRI scan? The researchers state the time was "about an hr", but rptr thinks it was probably a little longer. Is this lengthy amount of time safe for all normal people or for the schizophrenics they plan on working with? Is the risk/reward ratio for this research high enough to justify possible injury to people's brains? How many brains is it worth? Although rptr has no "proof" other than their own experience, this MRI was far more than their brain could tolerate without damage. Here's what happened. On sunday evening, rptr was at home when rptr received a call from a brain researcher who has been in the field for a long time. The researcher and a psychiatrist were doing a project comparing the brains of normal people with schizophrenics and needed a normal brain to do an MRI on at the research ctr adjacent to hosp. They were looking for someone right away as the machine was available so rptr somewhat reluctantly agreed to do it. Rptr didn't have time to check into what was really involved. It was set up as a spur of the moment situation. Rptr went over there right away. They gave rptr some forms to fill out with an assistant and sign. Rptr just wanted to get the experiment over with and go home, so rptr looked at it quickly and signed it. Rptr knew they had been doing this type of research for a long time, and rptr had also seen a report on television about MRI as being a great medical and scientific tool without any known side effects. Next they slid rptr's body into the giant magnet. The test consisted of first scanning rptr's brain for some mins. Rptr is not sure about this time but thinks it is the same as the other parts which rptr knows were 11 mins. Then rptr had to watch a small screen on which they flashed either x or k for 11 mins while they scanned brain. Then they did that again, only this time rptr had to push a button when they saw an x but not when they saw a k. The program stalled and failed to work properly a number of times causing the researchers to restart it. Rptr did as instructed, making only one mistake when rptr pushed the button for the x. Then they told rptr they were actually studying the mistakes and they had no idea rptr would make so few mistakes as they had done the test themselves and made a lot of mistakes. So they asked if rptr minded doing it again and making some mistakes so they could use data. Rptr was still in the tube in the middle of the machine at this point. Rptr had been in there for about an hr. Rptr felt put on the spot a bit here, as they were essentially saying that the whole effort was wasted since they didn't have any mistakes to study. So rptr said okay and did the test again and made some mistakes for them. Rptr felt okay when they got out of the machine. They paid $25 which rptr offered to donate to their research budget, but they insisted rptr take it. Rptr left and drove to shopping ctr to see if a restaurant with a bakery was still open so they could get a dessert to bring home to share with their spouse. Rptr realized they didn't feel very good there. When rptr got back into the car, things looked strange somehow. Rptr felt worse and wondered if they could make it home, something they have never done from this shopping ctr. Rptr went home and went to bed. The next day rptr felt pretty bad. Rptr was groggy and their head hurt a lot. Perception was really bizarre and rptr was in some state that is hard to describe, perhaps somehow related to dizziness. This proceeded to get worse. Rptr got strong pains in different parts of head that would come and last for hrs, in the temple area, in the top of the brain, in the frontal lobe area, and in the back of the head. Rptr could walk and could ride a bike, but couldn't get out of this state. Sometimes it would be stronger than others, and it was always very painful. Rptr would think, "at last, I'm getting a little better," then it would come back just as bad or worse. It was a horrible and very painful experience. Rptr's brain was seriously malfunctioning, getting worse, and they didn't know if it was ever going to get better or not. Rptr waited a week to see if it would go away. Also, rptr didn't really want to talk to these people as they were the ones who just had injured them for their own purposes. It was definitely not like any flu or illness rptr had ever had. So after a week rptr called and told them what was happening. They were surprised but not too concerned. Dr called back to say something may be happening but rptr might be worried about it and rptr should examine the possibility that they were imagining it. Continued in b6.